Event description:
Customer reported device would not power up on battery power. No reported patient involvement. Service representative found condition to be intermittent. Device was repaired and proper operation was confirmed.